Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021, the customer alleged was for high bg due to under delivery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink was utilized and downloaded trace/history files properly. No unexpected alarms/suspends related to an under delivery anomaly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test and dat at 0.0872. No under delivery anomalies noted during test. The daily total of bolus delivered on (B)(4)2021 was 14.7 u. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg or possible under delivery anomaly. Moisture damage on motor was confirmed.